Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked from the spike area in administration port. The issue occurred prior to patient use. There was no patient involvement. No additional information is available.